Event description:
Boston scientific was notified that during an event when the guidewire was introduced into the fastracker-325 vascular access system in the branch of the hepatic artery, it was found that the guidewire came out from a hole at the tip of the microcatheter. The hole was at about 2-cm from the distal tip of the microcatheter. The pt sustained no injury from this event.